Event description:
Per the clinic, the patient experienced dizziness with device use. It was determined that the electrode array was not in the cochlea. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device on the same date.